Manufacturer narrative:
The reported events of low sensing threshold and inability to advance the stylet into the lead were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The test stylet was able to be fully inserted into the lead and removed without any restrictions. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, low sensing threshold was noted on the right ventricular (rv) lead. The rv lead was attempted to be repositioned, however, the stylet would not advance down the lumen of the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.